Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 24-oct-2028, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6) ubd: 13-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator 977119 ngrc-ecaps and two lead 977a260 5mm compact 1x8 devices experienced a return of pain, new pain unrelated to baseline, pain at the implantable neurostimulator site, discomfort, soreness, pinching, walking difficulty, immobility, loss of balance, and was unable to get out of bed. The patient was being treated for pain and developed the above symptoms. Device removal, device revision, and complete system replacement were performed. The devices were explanted and the issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.